Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/27/2025, it was reported that the user experienced difficulty waking their ilet device, as the button/sensor was not always responsive. It was confirmed that the wake protocol was not followed consistently, and when the sensor was held for a full second, the device powered on successfully. The user was advised on proper technique and will follow up if issues persist. Blood glucose was unaffected.